Event description:
It was reported that the patient¿s ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.